Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) along with the right atrial (ra) lead exhibited high out-of-range (oor) pacing lead impedance (pli) greater than 2,500 ohms and device was programmed vvi. Further, this patient was not a pacer dependent and no known symptoms were observed. As per physician this was not a new finding and no plan to replace or revise lead. Additional information obtained from field representative that no known cause was determined. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported high impedances.

Event description:
Additional information was received which indicated this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to normal battery depletion (nbd) and returned for analysis. No adverse patient effects were reported.